Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "tubing set connection" of an interlink system solution set did not move. The reporter stated that they were "unable to stabilize connection to prime the line." This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed that the male luer and collar were crooked. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.